Event description:
It was reported that the high pressure alarm audio was absent and no battery power. Patient involvement unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted that there was normal wear and tear on the housing. No major physical damage to report. Functional testing found there was no electronic cycle present during the power-on self test. There was no high pressure alert/sound during the relief alarm pressure check. The complaint was confirmed. Root cause was attributed to corrosion found around the battery holder end cap terminals. The alarm reed was also found defective. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced MRI battery, sintered filter, o rings and o ring washer for the preventative maintenance (pm). Performed pm, recalibrated unit and affixed service label. Device passed functional testing after the completed repairs.